Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the back therapy electrodes. Patient reported that she got blisters that broke open. She had raw skin for about three weeks. There was no alleged device malfunction contributing to the irritation. Patient reported that the skin is healed since removing the lifevest but that she has scars.